Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer inspected the system onsite. Fse identified that the system software was crashing. The patient data has been deleted because it required a full installation of the software. To resolve the problem, a full installation happened. After reloading system software, the system returned to full functionality. The codes were updated based on the investigation outcome.